Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. No impact to the customer's blood glucose. Reportedly, insulin was added to the cartridge and it was loaded successfully.